Event description:
It was reported that during an infusion (medications, rates, and parameters unk) a device alarmed for error code 322. It was also reported there was no injury to the pt.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.